Manufacturer narrative:
The used device was returned by the end user hospital and has been forwarded to navilyst medical's sheath supplier, (B)(4), for evaluation. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported, during placement of a 5f PICC, after placing the introducer, "when the tabs were snapped to break away the introducer, the tabs came off leaving the sheath inside the patient." After pulling back on the catheter slightly, the person placing the PICC was able to grab hold of the sheath and remove it using forceps. The procedure was completed with no injury to the patient. The used sheath has been returned for evaluation.